Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) indicated that the patient line had not been fully primed before connection. The technical service representative (tsr) reviewed proper procedures with the hp and advised the hp to restart therapy using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, not properly priming the patient line due to kinked tubing is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) - during follow-up with the reporter, it was found that the patient line had not been fully primed due to kinked tubing. Should additional relevant information become available, a supplemental report will be submitted.